Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11-apr-2024, it was reported on (B)(6) 2024 the patient experienced insulin flow blocked alarm. The patient did not know the reference of the infusion set and reservoirs. No further information available.